Event description:
A medtronic representative received a report from a site that their open spine clamp screw head was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the screw head is not broken as reported, but the adjustment screw threads are severely stripped in the middle of the travel. Also, the clamp face is bent to one side and the teeth are blunted and bent at the tips. Physical damage - stripped threads/screws - directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.